Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was having issues with the device programming it. When patient is lying on the right side and her back stim goes to 0.0 but when she is lying on her left side, it is not going to 0.0 volts when it should since 2-3 weeks ago. An exact date was not provided. Troubleshooting was performed over the phone. Patient was able to set the adaptive stim position while on the phone and patient confirmed the settings stayed. Patient reported adaptive stimulation is showing the wrong position on the screen. Patient reported stim is increasing on its own, stim will just go from upright to "mobile" and shoot up to 10.0. On the date of the report, patient walked around but the position stayed at upright. No trauma or falls were reported. It was verified that the stim was on. Pp showed correct other positions. Patient did change positions with on the phone and sometimes it would show the correct position and sometimes it would not change even after patient had changed position. Patient was redirected to their hcp to have their device checked. Patient was also going to call the rep. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient saw their manufacturer representative to try to resolve the stimulation increasing on its own and the adaptive stimulation showing the wrong position. They noted that the issues were resolved.